Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that the scope channel was inspected with a borescope at the user facility and there was possible bioburden or residue noted in the channel. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. The customer returned the urf-p7 flexible scope serial number (B)(4) for evaluation. A visual inspection was performed upon the received condition and was unable to find any signs of foreign substance/material/debris with the scope. The biopsy channel was inspected with an olympus boroscope. No signs of foreign objects/materials/substance/debris/stains were observed inside the channel and along with the insertion tube, bending section, bending section glue, and distal end c-body. The scope passed the leak test machine (.+3). In addition, there was no signs of moisture/stains or issues with the image on the scope.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and the legal manufacturer's final investigation. Additional information from the customer states that photos were taken of the subject borescope from during the facility¿s channel inspection. The customer referred to the internal marks that were found on the channel and reported that the initial reported was misstated and was more for the internal damage / marks to the channel. The customer reported that if there was an instance of bioburden it would likely be returned to sterile processing to be reprocessed again to address the issue. The customer offered and a reprocessing in-servicing to provide further assistance; however, the customer declined this visit due to the scenario. Based on the legal manufacturers investigation, no defect related to the suggested event was confirmed, the complaint may have been created by mistake.